Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received beep anomaly as well as insulin pump was frozen. The customer¿s blood glucose level was unknown. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector.